Manufacturer narrative:
Additional information was added to h4, h6, h10. H4: the lot was manufactured from november 07, 2022 - november 09, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of a large volume folfusors overinfused medication to the patient. The expected therapy time was 48 hours; however, the devices completed the medication delivery sooner than expected (within 36, 31, and 22 hours). The devices were filled with a mixed infusion of 5-fluorouracil and sodium folinate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.